Event description:
*Update (B)(4) 2013 - patient was revised due to pain. Dor: (B)(6) 2013 (left hip).

Event description:
Litigation papers allege patient suffers from pain and discomfort that interferes with her ability to perform activities of daily living. Patient is a resident of (B)(6). Update: - ((B)(6) 2012) - patient fact sheet was received. The left side has been added. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed. This is a duplicate report of 1818910-2013-18107. This report, 181910-2012-19249, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-18107.

Manufacturer narrative:
Previous medwatch submitted to reject this product was created in error.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-73383 and has been rejected.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product was reported in error. This report, 1818910-2012 -19249, will be rejected. Depuy still considers this investigation closed.